Event description:
It was reported through medwatch, resistance was met during insertion of the spring wire guide (swg) into the left brachial vein. At which time the radiologist pulled the swg out of the sheath and it started to unravel. A 1-2cm piece was sheared off and was left in the pt. The radiologist noted the vein was occluded and felt the piece would not migrate; therefore no further intervention was needed. No further pt complications were reported.